Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va1eaqm, implanted: (B)(6) 2017, product type lead; product ID 3387s-40, lot# va1eaqm, implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
Other applicable components are: product ID 3387s-40 lot# va1eaqm serial# implanted: (B)(6) 2017 explanted: product type lead. Product ID 3387s-40 lot# va1eaqm serial# implanted: (B)(6) 2017 explanted: product type lead b7: off-label use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator for tourette's syndrome. It was reported that the hcp will be doing a revision/replacement surgery on (B)(6) 2017 to adjust the placement of the lead, as it is suspected that the lead was not in the anatomical target. The patient experienced vim like behavioral responses to stimulation, rather than cm-pf which was the intended target. However, there was no lead fracture cited with no troubleshooting performed related to the event. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that after 4 months of optimizing stimulation the patient still did have a significant reduction in tic. Imaging showed that the lead depth of the lead was closer to the vim of the thalamus instead of the intended cm-pf target. The patient was restarted at month 1 in (B)(4) for another 6 months of data optimization and collection. The patient had the expected physiology following lead re-positioning. No further complications are anticipated.